Event description:
The customer called for help with her breeze2 system. She performed control tests during the call and received a result of 35 mg/dl. The normal control range was 93-127 mg/dl. No adverse events were alleged. The customer was advised to return her test strips for evaluation. Replacement test strips and a new meter were sent to the customer.